Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The distributor reported the customer opened the package and when testing the ngage nitinol stone extractor for use, the basket could not retract. This device was not used on the patient. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned devices was conducted. Two ngage nitinol stone extractors were returned for evaluation. Device #1 was returned with the handle in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test noted the handle opened the basket formation and close the basket formation. The basket sheath was clean and without damage. Device #2 was returned with the handle in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test noted the handle actuates the basket formation, however a visual examination noted the support sheath is partially severed 1 cm from the distal tip. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances were noted. A review of complaint history this to be the only reported complaint associated with complaint lot number 7887127. Based on the provided information a definitive root cause could not be established. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.